Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings. Customer's blood glucose reading at the time to call was 500 mg/dl and has treated with a manual injection. Customer also mentioned that the sensor was providing inaccurate readings and that the sensor glucose readings were lower than the blood glucose readings. No further information reported.